Event description:
It was reported there was a lead warning, and there have been more than one million low impedance measurements. The current impedance was reported to be 295 ohms. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.